Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The device history record was reviewed and indicates that product met specification when manufactured. The product was not returned. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500 has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00457, 00458.

Event description:
Allegedly revised due to loosening.